Manufacturer narrative:
The sample was submitted for investigation and tested on an e601 module with troponin t hs stat reagent lot 416797. The troponin t hs stat result was 19.47 pg/ml. The customer's results were reproduced at the investigation site. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sample was investigated further using serum fractionation and the troponin t result is considered to be true positive. An interference was not identified.

Manufacturer narrative:
This event occurred in (B)(4). Sample material was requested for investigation.

Event description:
The initial reporter complained of high results not corresponding to the clinical picture for 1 patient tested for elecsys troponin t hs stat (troponin t hs stat) on two cobas 6000 e 601 modules. The patient was in the emergency room and various testing was performed including troponin t hs stat as the patient had atypical precordial pain. The following troponin t hs stat results were obtained on the e601 module: (B)(6) 2020: sample ID (B)(6) was 21 pg/ml, (B)(6) 2020: sample ID (B)(6) was 20 pg/ml, (B)(6) 2020: sample ID (B)(6) was 19 pg/ml, (B)(6) 2020: sample ID (B)(6) was 16 pg/ml, (B)(6) 2020: sample ID (B)(6) was 20 pg/ml, (B)(6) 2020: sample ID (B)(6) was 22.45 pg/ml. No other tests showed any issues. Due to the troponin t hs stat results from the e601 module, the customer sent 2 of the samples to an external laboratory for testing for troponin I high sensitive: the troponin I result from sample ID: (B)(6) was 2.5 ng/l the troponin I result from sample ID: (B)(6) was 2.5 ng/l all the troponin t hs stat results were reported outside of the laboratory. The e601 module serial numbers were (B)(4).